Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The manufacturing representative discovered that the frame had been bumped during the procedure. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy of 1-2 mm 10-minutes into the case. The site re-spun the patient and then changed out the instrument to complete the procedure. The surgeon did a decompression and then does the imaging spin. There was a 5-minute delay to the procedure and no impact on patient outcome.